Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump has a short with the battery cap, loses power, then reboots. No further details provided. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a damaged battery cap, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.